Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198205. Our records show the reported lot was manufactured in august of 2018; it determined that this is the only instance of foreign matter occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, through the visual observation of the device provided, it was determined that the foreign material found on your device was most like oil from our manufacturing machinery. Since the creation of this lot we have taken steps to prevent foreign material from working its way into our finished good, including the installment of protective covers and removal of any present grease prior to the start of production run.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter. No serious injury or medical intervention was reported.